Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment of the insulin pump was damaged. The customer¿s blood glucose level was 349 mg/dl and current blood glucose level was 268 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the reservoir compartment was able to lock in its place but it was loose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.